Event description:
According to a (B)(4) report, "during a procedure when the anaesthetic machine was in use, the odp on duty noticed that the co2 absorber was exhausted. The odp removed the co2 absorber from the anaesthetic machine, but under the belief that this would cause a leak in the patient circuit, changed the patient circuit to operate from the common gas outlet. The circuit contained a bag but no expiration valve. Gas was introduced into the circuit 'possibly' using the emergency oxygen valve. As a result, the patient's lungs were overpressurised and collapsed. The patient suffered bilateral pneumothorax. Patient fully recovered." Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Under european law and the (B)(4) data protection act 1998, patient information is considered confidential and will not be released by the hospital.